Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer stated blood glucose was 457 mg/dl and she changed out infusion set and gave a bolus with the pump. Customer offered to troubleshoot for high blood glucose and customer declined. Customer reported that, the infusion set cannula was bent. The insulin pump will not be returned for analysis.